Event description:
Health professional reported a lap-band port was explanted. No further information was provided. Follow-up findings: the problem was first noticed when ¿patient had abdominal pain and went to [their] local emergency room.¿ the ¿patient lives out of state.¿ a ¿CT¿ scan was performed at the emergency room. ¿pt seen for band removal.¿ the reporter explained the description of event as ¿spontaneous tubing detachment.¿ the entire system was removed and not replaced. Further follow up from the reporter provided the patient¿s approximate weight at the time of event, and notes that the abdominal pain has resolved/is no longer.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number and partial implant date provided by the reporter the connector type is assumed to be a taper ii. No additional information has been reported to allergan regarding the serial number or the actual implant date. Pain is a surgical/physiological complication and analysis of the device generally does not assist allergan is determining a probable cause for this event. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿ device labeling addresses the reported event of pain as follows: ¿there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than (B)(4) of subjects included: abdominal pain, chest pain, incision pain and port site pain.¿